Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer also mentioned they were getting ise alarms on the analyzer. The customer provided data for four patient samples and of these, one had erroneous na, k, and cl results, a second sample had erroneous na and cl results, and a third sample had an erroneous na result. Only the erroneous results for the first sample were reported outside of the laboratory. The first sample initially resulted with an na value of 120 mmol/l accompanied by a data flag. When repeated on the same analyzer, the na value was 118 mmol/l and when repeated on a second analyzer, the na value was 137 mmol/l. The first sample initially resulted with a k value of 3.55 mmol/l. When repeated on the same analyzer, the k value was 2.55 mmol/l and when repeated on a second analyzer, the k value was 3.62 mmol/l. The first sample initially resulted with a cl value of 110.6 mmol/l accompanied by a data flag. When repeated on the same analyzer, the cl value was 110.1 mmol/l and when repeated on a second analyzer, the cl value was 99.9 mmol/l. The second sample initially resulted with an na value of 96 mmol/l accompanied by a data flag. When repeated on the same analyzer, the na value was 102 mmol/l and when repeated on a second analyzer, the na value was 138 mmol/l. The repeat result was believed to be correct. The second sample initially resulted with a cl value of 136.2 mmol/l accompanied by a data flag. When repeated on the same analyzer, the cl value was 132.9 mmol/l and when repeated on a second analyzer, the cl value was 103.5 mmol/l. The repeat result was believed to be correct. The third sample initially resulted with an na value of 93 mmol/l accompanied by a data flag. When repeated on a second analyzer, the na value was 144 mmol/l. No adverse events were alleged to have occurred with the patients. No patients were treated based on the erroneous results. The na electrode lot number was k97, the k electrode lot number was s94, and the cl electrode lot number was a71. The electrode expiration dates were asked for, but not provided. The field service engineer determined there was a fluidics failure as an o-ring was missing. He replaced the o-ring. Calibration and controls were run. All controls were acceptable to the customer and the system was found to be performing within specifications. The last calibration was performed on 15-dec-2018 and was not successful. The investigation determined that the service actions resolved the issue.